Event description:
Per independent repair center statement, alarm will not function. The key failure was the outlet port on the control panel was broken. Additional malfunctions were tie wrap on the output port was defective and the off/on switch on the control panel the alarm was not working.